Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. Per the instructions for use (IFU), cardiac tamponade is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (moderate degree of calcification and a small calcium 'spike' in lvot) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of a 26mm sapien 3 ultra valve implanted in the aortic position by transfemoral approach. Post deployment, the patient lost blood pressure and a tamponade was seen. The blood was removed, and cardiac surgery was performed. No rupture or perforation was seen during surgery, however, a suture stich was done where the calcium spike was, even though no rupture/hole was seen. Postoperatively, the next day, the patient was extubated and all heart parameters were fine and the sapien 3 ultra valve was perfectly placed and working as intended. The patient presented a moderate degree of calcification and a small calcium 'spike' in lvot (below the valve frame).

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. Per the instructions for use (IFU), cardiac tamponade is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (moderate degree of calcification and a small calcium 'spike' in lvot) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of a 26mm sapien 3 ultra valve implanted in the aortic position by transfemoral approach. Post deployment, the patient lost blood pressure and a tamponade was seen. The blood was removed, and cardiac surgery was performed. No rupture or perforation was seen during surgery, however, a suture stich was done where the calcium spike was, even though no rupture/hole was seen. Postoperatively, the next day, the patient was extubated and all heart parameters were fine and the sapien 3 ultra valve was perfectly placed and working as intended. The patient presented a moderate degree of calcification and a small calcium 'spike' in lvot (below the valve frame).

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6. The device was returned for evaluation and an engineering evaluation was performed. A 23 mm commander delivery system returned locked, with loader cap over the flex shaft and inserted into the sheath with fine adjustment used 50% and flex indicator in straight position. The guidewire lumen and balloon tip were received separated each of them from the rest of the delivery system. The balloon burst was confirmed; balloon was not returned except a small part attached to the tip nose. Adhesive was present on distal tip and guidewire lumen. The complaints of balloon burst, difficulty withdrawing system through sheath, and distal tip separation were confirmed by visual inspection of the returned device. No visual abnormalities were observed on the returned sample. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported by the medical team, there was mild calcium in patient's annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation, which required a surgical intervention to remove the delivery system. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in switzerland. A patient underwent an implant of a 23mm sapien 3 ultra valve, in aortic position, by transfemoral approach. As reported, at the end of the inflation, the commander delivery system balloon ruptured but the patient did not suffer any damage. No extra volume was added to the balloon prior to inflation. The patient presented with mild degree of native valve calcification. Despite of the balloon rupture, the position of the deployed valve was good. However, there were difficulties retrieving the balloon on the esheath. The physicians noticed that some parts were separated. Therefore, a surgical intervention was performed to remove the delivery system. The surgeon who took care of the access after removing the device controlled that everything was removed. The root cause of the event balloon rupture was unknown, but could been due to the very low calcification. There was no added volume, gentle inflation technique was used and the device prep went well. The patient outcome was good, the patient was discharged from hospital.

Manufacturer narrative:
H10 manufacturer narrative: the investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in switzerland. A patient underwent an implant of a 23mm sapien 3 ultra valve, in aortic position, by transfemoral approach. As reported, at the end of the inflation, the commander delivery system balloon ruptured but the patient did not suffer any damage. No extra volume was added to the balloon prior to inflation. The patient presented with mild degree of native valve calcification. Despite of the balloon rupture, the position of the deployed valve was good. However, there were difficulties retrieving the balloon on the esheath. Therefore, a surgical intervention was performed to remove the delivery system. The root cause of the event balloon rupture was unknown, but could been due to the very low calcification. There was no added volume, gentle inflation technique was used and the device prep went well. The patient outcome was good, the patient was discharged from hospital.